Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user no longer had hearing perception with the device. The revision surgery took place in (B)(6) 2019 and the user was re-implanted with a new cochlear implant.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
It was reported that the user suddenly no longer had hearing perception with the device. Reportedly, the condition is post-traumatic. The recipient was re-implanted.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. The device was explanted but has not been received yet.

Event description:
It was reported that the user suddenly no longer had hearing perception with the device. The recipient was re-implanted.